Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/02/2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Labeling indicates: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.